Event description:
The patient was admitted to cath lab for a pta of the right femoral artery. Doctor attempted to obtain access in the right femoral artery. After getting blood return, the dr proceeded to attempt to advance a j-wire down the sfa. He had difficulty advancing the wire and decided to remove the j-wire, and asked for a terumo wire (replaced by zip wire). He then manipulated the zip wire in an attempt to advance into the femoral artery. He continued to have difficulty advancing the zip wire with much force. The dr removed the zip wire, and the staff, and dr noticed that a piece of the wire remained in the pt's right groin area.